Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue on the result printouts but was not able to reproduce the issue. The fse performed a precision test and qc for levels 1, 2, and 3. Qc results passed within the published ranges, and the coefficient of variations (cvs) were within the manufacturer's guidelines. The customer later reported getting error message 2163 c. Transfer cup not released, the customer cleaned the pickup sensor. Quality control (qc) was completed with no errors and were within published specifications. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number, (B)(4), from 30aug2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2163] c.transfer cup not released cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. The st aia-pack bhcg and e2 analyte application manuals state the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values. Each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regards to concomitant medications administered to the patient. The probable cause of the issue could not be determined.

Event description:
A customer reported discrepant beta-human chorionic gonadotropin (bhcg) patient result on the aia-900 analyzer. An initial bhcg result of 40 miu/ml was obtained and released out of the laboratory. The physician questioned the result as it did not align with expectation. The customer retested the sample and generated a <l result. The samples are stored frozen in an sst tube. Technical support advised the customer not to freeze an sst tube and recommended pouring the serum off into a pour-off tube. Technical support suggested the customer to refer to the package insert for proper use of the tubes. Several days later, the customer stated an estradiol (e2) result of 1,300 pg/ml was obtained. The nurse requested the sample to be retested. Upon retest, a result of 4,100 pg/ml was generated. The customer stated the sample was left at room temperature for 3-4 hours. The sample was diluted. Technical support explained to the customer that samples should not be left at room temperature for hours, especially in a gel tube. E2 level 3 controls initially produced <l results. Upon retest all e2 controls were within range. The customer later stated an e2 result of 485 pg/ml was obtained. Upon retest, a result of 1,800 pg/ml was generated. A field service engineer (fse) was dispatched to address the reported issue. There was no indication of patient intervention or adverse health consequences due to this event.